Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 306 mg/dl. The customer's mother states that the patient insulin pump was wet and the buttons would not respond. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to lcd keypad connector not plugged in properly. No moisture damage on the electronics noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.